Event description:
Medical mesh hernia surgery, left side. I'm a (B)(6) male, had the surgery about 7 years ago, don't really remember time. I've had a problem with that surgery from the beginning. Dr kept saying it was nothing he did just took some people longer to heal. I can't remember every dr or every visit, but I know I told several I thought this mesh was the reason I was always having problems. They would just look at me and send me for another test and tell me they could find nothing wrong. I retired in (B)(6). Now no more insurance and the area of the surgery has gotten worse. It effects my sitting, my walking. It effects every minute of my day, a constant pulling sensation. My main question is how do I get it fixed, where's the doctor that understands what is happening and can fix it.